Manufacturer narrative:
Results: revascularization. Conclusions: revascularization. (B)(4).

Event description:
During the index procedure one amphiprion deep pta balloon catheter was used to treat the left peroneal artery. Approximately 7 months post index procedure revascularization of the peroneal artery was carried out using a non-medtronic balloon. The investigator has assessed that the event was not related to the study device or procedure.

Manufacturer narrative:
Patient has a history of tia. The previously reported revascularization approximately 7 months post index procedure was to the left sfa only.